Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the foot end brake casters are not holding while in brake mode. No pt impact.